Event description:
On (B)(6)2010, the pump was refilled with morphine 20gm/ml. It was later reported that the hcp discovered the patient's pump had "not been working" since (B)(6)2009. The actual residual volume was greater than the expected residual volume, the exact amounts were unknown by reporter. Patient symptoms were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.